Event description:
Surgeon performed an axillo-bifemoral procedure on an obese pt, using a 8mm flex graft in the axillo-femoral position and a 6mm flex graft in the femoral-femoral position. Pt did well post-op, and was transferred to a surgical ward on the second post-operative day. On the third post-op day, the pt attempted to go to the bathroom unassisted. Pt felt sudden pain, and noted swelling in the groin. Pt was returned to the or for exploration of the surgical site. The surgeon stated that the axillo-femoral graft appeared to have broken transversely approximately 2cm above the femoral anastomosis. Neither graft was explanted. The femoral end of the axillo-femoral graft was trimmed, and the anastomoses were revised. The surgeon stated that he was not very familiar with this particular graft.